Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized for four days. The cause of the hospitalization was unknown, and no additional information was provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.